Event description:
During evaluation of a returned homechoice device, a system error 2240 (air in line) alarm was identified in the log. This indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2012 at 10:07:01. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: during on-site evaluation of a homechoice hardware device an alarm, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.